Event description:
Complainant alleged that during biomed testing, the device displayed a "poor pad contact" message and that the device was unable to increase energy. Complainant indicated that there was no patient involvement in the reported malfunction.